Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2002, the patient presented with following pre-op diagnoses: lumbar degenerative disk disease. For which, patient underwent following procedures: ¿approach for a ___ of l4-l5 disc space and l5-s1.¿ patient tolerated the procedure well without any intraoperative complications. On same day, patient presented with following pre-op diagnoses: discogenic low back pain; lumbar l4-5 and discogenic low back lumbar 5 ¿ sacral 1. For which, patient underwent following procedures: anterior lumbar interbody fusion and segmental fixation using titanium lt cages with bmp. Per op notes, ".. Bmp was prepared in the usual fashion and allowed to sit for greater than 15 minutes. This was packed gently into a 14 mm cage and a 14mm cage was placed in the disk space under fluoroscopic guidance. Good position was obtained. Patient tolerated the procedure well without any intraoperative complications¿" the patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.